Event description:
Information received indicates a nurse call cannot be sent from the side rail but can be sent from the pillow speaker.

Manufacturer narrative:
The facilities maintenance inspected the side rails and checked connections. After their inspection the side rail, nurse call began to function. Bed was placed back into service.